Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient¿s caretaker encountered fluid leaking from the cassette door. In a follow up, the patient¿s pd nurse verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and resumed using it the following day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient¿s caretaker encountered fluid leaking from the cassette door. In a follow up, the patient¿s pd nurse verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and resumed using it the following day.